Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was a thermally sensitive crystal, designator y1, on the single board computer (sbc) portion of the assembly.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that it took approximately 14 minutes to power their device to power on/complete the boot-up cycle. Medical personnel advised that the on button led and service indicator lights were lit but the display remained blank. This type of device behavior can be indicative of a device lockup condition. Once the device finally powered on, they were able to monitor the patient for the duration of the call; however, following the event they were unable to power their device off using the on button. Medical personnel eventually removed the batteries in order to power the device off. There was patient use associated with the reported event. The patient had been complaining of extreme chest pain. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.